Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. The patient¿s nurse described the area as a wound/open area underneath her arm because of the garment being tight and it is rubbing. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. Although the patient's nurse called into zoll to ask about treatment for the irritation, there is no indication of treatment of the irritation by a medical professional. Reporting out of the abundance of caution.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.